Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The pump display was blank, the pump clock was not advancing, and some buttons were unresponsive. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on electrical board .